Event description:
It was reported that the sitter select alarm will not power on. No patient injury reported.

Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product shows that the battery connectors inside the unit were damaged and the delay switch failed. Conclusions: a root cause cannot be determined.